Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit required calibration. The battery failed but was due to normal usage. The software on the unit was an older version and needed to be upgraded. The issue was resolved by replacing the internal and external batteries, the software was upgraded, the co2 board was recalibrated and the password was factory reset. It was reported that the capnography monitor provided higher gas readings than expected. The reported issue was confirmed. The most likely cause was traced to a maintenance issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the unit had a high co2 readings. A calibration gas was sprayed to the unit as a troubleshooting step. There was no patient involvement.